Manufacturer narrative:
The customer¿s report of a programming error was confirmed. Analysis of the pcu event log shows that the device had been infusing at 0.1998mcg/kg/min, which made the rate 4.5ml/hr. At 3:32 pm on (B)(6) 2018 the user programmed an infusion of milrinone 20mg/100ml and entered 0.5mcg/kg/min for the dose which made the rate 11.4ml/hr. The infusion ran until 6:26 pm on (B)(6) 2018. The total volume recorded as being infused during this period was 227.079ml. Of this amount, 174.038ml was delivered at 11.4ml/hr. The root cause of the reported event was user programming. No device was returned for investigation. No devices received, log review only

Event description:
The customer requested an event log review to check programming for a milrinone infusion. An unknown user changed the dose from 0.2 to 0.5 during the afternoon between 1-4 pm. There was no report of patient harm.

Event description:
Programming error and log review request. Use error-concentration programming, use error-dose programming. The customer requested an event log review to check programming for a milrinone infusion. An unknown user changed the dose from 0.2 to 0.5 during the afternoon between 1-4 pm. There was no report of patient harm.